Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during testing; however, in the insulin pump history found: low battery alarms on (B)(6) 2022 at 23:48:00.000 power loss alarm on (B)(6) 2022 at 13:38:05.000 and 13:38:17.000. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, motor assembly and the battery tube connector plugged in properly to j7/pcb 1 noted. The force sensor offset measured (23.4 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Customer alleged for insulin pump being faulty and blank display not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they had emergency service visit due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2022 with blood glucose level of 350 mg/dl. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer¿s current blood glucose level was 300 mg/dl. The customer stated that the symptoms related to high blood glucose such as feeling sick or unwell. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer stated that insulin pump was not working. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.